Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was explanted due to glare and blurred vision. A vitrectomy was also performed. Add'l info was received from an ophthalmic assistant, who reported that a laser was performed to treat the posterior capsule opacification prior to the iol exchange. The outcome of the event resolved when the iol was exchanged.

Manufacturer narrative:
The lens was returned. Damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge and a injector which cannot be used with this cartridge. This would not have a bearing on the reported complaint. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. The optical resolution is acceptable lens meets spec for focal length. The observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received. (B)(4).